Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient presented to the emergency room with abdominal pain. Subsequently the peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (completed two days prior to receipt of this report). At the time of this report the patient was recovered from this peritonitis event and the effluent was described as ¿crystal clear¿. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date approximately 3 weeks prior to the receipt of this report. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.